Event description:
It was reported that the core impaction drill heated up during an oral procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after a quality investigation has been completed.